Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed critical pump error. The customer's blood glucose was 9.6 mmol/l. The customer didn't recall any significant event that may have caused the device to alarm. During troubleshooting customer mentioned the device had crack along the battery compartment as well from the bottom to the battery cap area. Customer was advised the device needed to be replaced and customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor error was present in the long trace file due to corroded force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Device received with cracked case on battery tube area. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label and moisture damage on motor assembly.